Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation , service repair noted foreign matter in the nozzle was found. The channel cleaning brush cannot be inserted at all due to the clogging of the forceps channel. Air/water cannot be sent at all due to the clogging of the water/air channel. No suction is possible due to clogging of the forceps channel. The forceps cannot be inserted at all due to the clogging of the forceps channel. Repair required, found dirt that is difficult to remove on the tip cover due to handling (insufficient cleaning). There are scratches on the insertion part , bending part. Insufficient bending angle observed due to elongation of angle wire. Image disappearance at angle noted. Evaluation findings found the customer reported issue was confirmed as image disappearance at angle observed during inspection. Additionally, insufficient cleaning /handling issue was noted due to dirt, clogging forceps and channels found during evaluation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that when the device was connected, the camera image image was not displayed in evis mode. Image disappearance in angle was noted in the service repair request. The issue occured during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported. Device evaluation observed foreign matter in the device nozzle. This report is being submitted for foreign matter found on device evaluation (reportable - insufficient cleaning (handling problems) .

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2021. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a usage issue. Olympus will continue to monitor field performance for this device.